Event description:
Asku

Event description:
It was reported that the right ventricular lead showed an increase in coil impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): outer insulation abrasion (breached), the defibrillation conductor was distorted, several conductors were distorted, the outer insulation was breached cut, had a cosmetic depression, and had a white substance, the lead was stretched, and blood/body fluid (not obstructed) was noted on the distal conductor; full lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.